Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the readings were incorrect during service. There was no patient involved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
System: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. Probe: the probe and the system were examined and the reported issue was confirmed. The probe was subsequently replaced to resolve the issue. The system and probe were tested and found to meet product specifications. The cause of the reported event can be attributed to a non-conforming biometry probe w/applicator. However, how that biometry probe w/applicator became non-conforming remains inconclusive. (B)(4).